Event description:
Patient was being supported on an impact 754 portable ventilator system and it was observed that the cancel button on the device would not silence an alarm. The device continued to function in support of the patient. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, and, though it was not reported that back-up equipment was deployed, we have submitted this as a serious injury event because back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was confirmed. Root cause was related to the device membrane panel (intermittent push button). The membrane panel was replaced, periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specifications.